Event description:
Ous MDR - it was reported that 2 months after the implant lead dislodgement was noted. The symptoms included high threshold and diaphragmatic stimulation. The lead was successfully repositioned. No adverse patient side effects were reported.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.